Event description:
New radial edge biopsy forcep used during bronchoscopy. Forcep took larger specimen than previous forcep used by the physician. Pt had pneumothorax post procedure. Physician asked nurse to call MFR and instrument was returned to them. So, the lot # and expiration date are unknown. The writer of this report was not notified of the occurrence until a letter was received from the MFR on 8/28/96.